Event description:
A user facility reported that the evis eus ultrasound bronchofibervideoscope lost connection from the processor. During a standard service inspection of the customer returned device, an e216 error was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, an e216 communication error was noted. In addition, no ultra sound image and scope connector fluid invasion/corrosion were observed. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that corrosion at the scope connector allowed liquid invasion and e216 alarmed but the cause of the invasion could not be identified. Olympus will continue to monitor field performance for this device.